Event description:
After approx three hrs of treatment, the prismaflex alarmed general system failure. One hundred and fifty ml of blood loss was reported. No other clinical consequences or pt injury was reported. A gambro service tech checked-out the prismaflex and was unable to reproduce the general system failure. The machine was returned to service with no other occurrences of general system failure reported.

Manufacturer narrative:
The technical review of the data cards concluded that the general system failure appeared to result from the selection of an incorrect access pressure range resulting in catheter problems through-out treatment, and filter clotting. It was concluded that the combined number of problems observed during the treatment triggered the general system failure. Further investigation is being conducted into general system failure reports.